Event description:
It was reported after the coil was detached inside the aneurysm, the proximal end of the pushwire could not be released from the instant detacher. While pulling back the instant detacher, the pushwire pulled part of the implanted coil into the parent artery. The patient was placed on plavix and no complications were reported with the patient as a result of the event.

Manufacturer narrative:
The coil was implanted in the patient and the instant detacher has not been returned for evaluation. (B)(4)